Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had absence of occlusion alarm. Customer's blood glucose level was 427 mg/dl. Customer reported piston during rewind was apparently louder than before. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08745 inches. No under delivery anomaly or over delivery anomaly noted. No bolus anomaly or basal anomaly noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No absence of occlusion alarm noted during testing. Pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate absence of alarm anomalies noted during testing. No rewind anomaly or unexpected motor noise noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had scratched case, missing serial number label, peeling end cap address label and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.